Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2022. The customer's blood glucose level at the time of incident was unknown. Customer's current blood glucose level was normal. Customer was using insulin pump within 48 hours of reporting high blood glucose event. Customer stated that the auto mode was not on. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.